Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 23 mg/dl. Customer current blood glucose level was 114 mg/dl. The customer was treated with insulin pen and emergency medical services. Customer stated that the insulin pump was giving him too much insulin. Customer also stated that insulin pump had a crack on back of reservoir compartment. The device will be returned for analysis.